Event description:
A ventilator was returned to the MFR for svc. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the ventilator failed a test step. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the quality assurance laboratory for further investigation. Add'l testing confirmed the malfunction of the active exhalation control module.